Event description:
Physician reported initial attempt to place catheter with ultrasound guidance without apparent complication, wire advanced easily, tract dilated, and catheter advanced over the wire. Upon full advancement of the catheter the wire could not be withdrawn. The physician then withdrew the catheter 2cm and attempted to straighten the 180 degree curve inherent to the design of the catheter. Upon withdrawal of the guidewire it was noted to be "unwinding" rather than truly coming out of the patient. With additional catheter manipulation the physician felt it "ease" and was comfortable the guidewire was actually coming out it then snapped. The distal port neither drew nor flushed, though the proximal port did. A new guidewire was then used and advanced through the proximal port of the existing catheter. The physician felt position was correct. The catheter was withdrawn over this wire and a 15 cm piece of the old wire was removed again with some initial resistance, though with repositioning of the "curve" it withdrew easily and completely. Chest x-ray shows appropriate positioning of both central venous catheters. There is, however, an approximately 4cm radiopaque strip at the cavo-atrial junction, suspicious for guidewire embolization.